Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance, with some measurements low and out of range. There was also noise noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2006. (B)(4).